Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis revealed battery depletion ind icated/elective replacement indicator (eri). Time of recommended replacement time (rrt) was on (B)(6) 2012, device rrt less than or equal to 2.62 volt. Weekly battery voltage trend data shows minimum battery equals 2.64 to 2.62 volts between (B)(6) 2012. Patient alerts for low battery voltage on (B)(6) 2012 and (B)(6) 2012. The device was subsequently returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
It was reported that a patient alert sounded when the implantable cardioverter defibrillator (ICD) reached recommended replacement time (rrt). Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the u.s., however, it is same/similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).